Event description:
Report of overdelivery rec'd. The pt was in labor and was receiving a continuous epidural infusion. The pump was programmed to deliver marcaine 1/8% and fentanyl 1mcg/ml in 100ml normal saline at 12ml/hr. The infusion was started at 5:00am. At 7:00am, the day nurse came on duty and checked the pt for the level of anesthesia. The pt did not have any sensation at the mid-thorax level. The nurse noticed that the epidural solution bag had only a small amount of solution remaining and that the pump was off. The actual amount of solution delivered to the pt was not known. The nurse clamped the tubing with the slide clamp and notified the anesthesiologist. The day nurse contacted the night nurse who reported the level of anesthesia had been six inches above the umbilicus. The night nurse reported that she had not turned off the pump. The infusion was discontinued. One hour later the level of anesthesia returned to six inches above the umbilicus. A new administration set and pump were obtained and the infusion was continued at that time. The customer stated the pt was in early labor, and the pt's and the fetus' vital signs remained stable. No other interventions were required. Though requested, no further info was available.